Event description:
A company representative reported that a cayman united plate inserter was difficult to assemble with a plate intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.